Manufacturer narrative:
The complainant reported that an inserter was broken and requested replacement of the instrument. There were no known patient complications. The complainant later reported that the facet dowel inserter broke during insertion. A second inserter was used and was not holding the dowel appropriately. The surgeon was able to complete the surgery using a third inserter. The complainant confirmed that there were no patient complications. The inserter was evaluated by the manufacturer. The instrument was as described by the complainant, the collet was broken off of the collet rod. The break appeared to be from a failed weld that connected the collet and collet rod. The second inserter had bent collet, preventing it from functioning as intended. It is unknown how the second inserter was damaged.

Event description:
The complainant reported that an inserter was broken and requested replacement of the instrument. There were no known patient complications.